Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -6.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a longer length lens due to low vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight-race: unk. This product is not marketed in the us. (B)(4).